Manufacturer narrative:
Corrected information in d4.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information is received a follow up report will be submitted.

Event description:
The event involved a microclave® clear neutral connector where it was reported a patient was in room with mom, attached to total parenteral nutrition (tpn) lines. Mom noticed there was blood on his shirt, it had soaked through his shirt in a large area and that the broviac cap had come off. She called the bedside nurse who clamped the line. The patient was tachycardic, but blood pressure was normal. The patient could not infuse current tpn due to contaminated lines. There was patient involvement, however, no report of patient harm.